Event description:
Patient called alleging that the test does not start. Patient had symptoms of feeling weak at the restaurant a week ago and treated themselves for the "low". Patient tried to test themselves before leaving the restaurant and was not able to get a reading. Patient claims that once in a while the test will start and other times it will not start. Customer service replaced meter, due to the intermittent power.